Event description:
Additional information received reported that the patient experienced a "twitching" sensation on their entire left side from "ear to my foot". It was noted that the implantable neurostimulator (ins) was implanted on the patient's right side. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect that began (B)(6). There was no known accident or incident related to the event. The patient also felt a "vibration" on the top of her left foot, and stated it was not a sharp pain but made her foot appear stiff. It was also noted that when the patient laughed or coughed, her big toe went down. The patient was on program 1 at 1.2 v and had never changed programs or had any reprogramming done since implant. The patient still felt stimulation on the left side of the rectum and on the left foot. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v796111, implanted: (B)(6) 2011, explanted: na, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).